Manufacturer narrative:
The insulin pump was received with motor error alarm during occlusion test and was unable to prime during the prime test due to faulty force sensor resistor. Motor passed motor test. The device passed the no delivery test and no excessive no delivery alarm was noted. It also had a cracked display window corner, cracked battery tube threads, broken belt clip slot at battery tube threads area and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had no delivery alarm and motor error alarm. The blood glucose at the time of the incident was 155 mg/dl. The customer stated she had a couple of no delivery alarms in the past that were resolved with a complete set change. The day of the call, she received the no delivery alarm, changed the infusion set only and then received the motor error alarm during prime. She stated she was able to rewind but insulin would not go through the tubing. The device was not exposed to a strong magnetic field. The device was returned for analysis.